Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. The initial reported event of infection was received on (B)(6) 2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on (B)(6) 2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to infection. A new ipg system was implanted. No further patient complications have been reported as a result of this event.